Event description:
The physician reports that the crystalens leading haptic became damaged during insertion using the crystalsert lens injector system. Intervention was performed in order to enlarge the original incision and remove and replace the damaged lens. A second crystalens was implanted successfully. Reference MDR # 2031924-2009-00039.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system.